Manufacturer narrative:
Testing of actual/suspected device/: a getinge field service engineer (fse) evaluated the cs300 intra-aortic balloon pump (iabp) unit, but was unable to reproduce the reported issue. However, the fse was able to determine that the unit was not plugged in. The unit received a full charge again when the biomed plugged it in. The fse performed a battery runtime test and ran for 136 minutes without issues. The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the battery on the cs300 intra-aortic balloon pump (iabp) unit would not sustain while in use on a patient. The customer stated that when transporting a patient, the unit started alarming for "low battery", indicating that the batteries were about to fail. It was determined that the unit had been fully charged the day before and on the date of the incident the "start of discharge started at 15:24 and "end of discharge" was at 19:32. So this unit was unplugged for a total of 4 hours. No patient harm, serious injury or adverse event was reported.